Manufacturer narrative:
The analysis of the cable was completed by medtronic personnel. Testing found that the lemo connector on the cable was missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface could not establish communication due to a bent plug on the breakout box interface for the system. To restore functionality, the breakout box interface was replaced. The system then passed the system checkout and was found to be fully functional. The unit was returned to the manufacturer for evaluation. However, results are not available at time of filing. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there was an issue with the system. The em interface cable connection was observed to be damaged. No patient present. Medtronic received information that the reported issue was discovered upon receipt of the navigation system and that the cabling would not function due to bends in the connection.